Event description:
It was reported, the customer had a compromised force sensor system alarm during an infusion set change. Customer stated they did not drop their insulin pump. The customer also reported their drive support cap was sticking out and the dome label sticker was missing. Customer did not press on the drive support cap while connected. Customer's blood glucose was unknown. The customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.